Event description:
This adverse event was identified during a retrospective literature review of a study conducted in australia involving adult burn patients treated with biodegradable temporizing matrix (btm) between march 2022 and september 2024. The report describes patient of unspecified age and gender who presented with a 56% total body surface area (tbsa) burn and underwent acute burn management with btm. Btm was implanted to bilateral ul's/hands, chest/back and l leg. On post-operative day 19 following initial btm application, the patient experienced partial btm loss of 12.5% tbsa to chest, flank, abdomen and neck due to pseudomonas infection. Btm was replaced. Subsequently, btm of 12.5% tbsa to chest/abdomen, flank and neck was removed again and not replaced due to persistent pseudomonas infection. Split skin grafting (ssg) was performed instead. The final resolution of the event was not stated in the literature. The final action taken with the device was partial removal. While the literature author noted that the treating burn surgeon independently assessed the matrix loss as not directly attributable to therapy interventions. For additional detail, please refer to doi: 10.1177/20595131261449383. MFR reference#: (B)(4).

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device. According to the article, the root cause for the recurrent partial btm losses and subsequent removals was a persistent pseudomonas infection localized to the chest, flank, abdomen, and neck. This active microbial colonization compromised the graft sites, driving an initial partial btm loss of 12.5% tbsa by day 19, and ultimately prevented the replacement matrix from successfully integrating. The source or mechanism introducing the pseudomonas pathogen into the wound bed remains unknown based on the limited data available in the retrospective study. The persistence of the infection forced the permanent removal of the affected material and necessitated a clinical shift to split-skin grafting (ssg) to achieve definitive wound closure. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. For additional detail, please refer to doi: 10.1177/20595131261449383. MFR reference#: (B)(4).